Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 16, 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:04pm on (B)(6). The patient reported obtaining a blood glucose reading of 215mg/dl on the subject meter and 95mg/dl on a (B)(4) meter, obtained within 30 minutes of each other. The reported readings exceed lifescan¿s criteria for accuracy. The patient does not currently take any medication for their diabetes. The patient reported consuming less food/drink in response to the reported high readings. The patient reported developing symptoms of ¿cold sweats, shaking and headache¿ 14 hours later. The patient denied receiving any treatment for these symptoms. The cca walked the patient through a control solution test and the meter failed testing with results exceeding the range as printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition a secondary issue was noted; the test strips were evaluated and found to be misclassified by the meter, the meter reported ¿blood¿ when control solution has been applied to the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Eval code - method: this supplemental is also being sent to correct information that was previously submitted in follow up #1. The alert date of follow up #1 should have stated 6/21/2016. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.